Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances of greater than 2500 ohms. At this time, the patient is being monitored and they are waiting to assess the lead until a device change out procedure is needed. The patient is being seen regularly for routine follow-ups and is also being monitored remotely. There have been no adverse patient effects reported.